Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, an analysis of the submitted log files confirmed a low flow alarm; however, a specific cause for the alarm could not be determined. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured a single low flow event on (B)(6) 2021 that resulted in transient low flow alarms. Of note, the pulsatility index (pi) value was elevated at the time of the alarm. The pump appeared to operate as intended at the set speed. The account later communicated that there was no further information available. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) greater than 1300 u/l associated with micro-hemoglobinuria. The log file review captured some transient low flow events on (B)(6) 2021, which appeared to be patient related as the pulsatility index (pi) was elevated during these times. There were also some low speed advisory events on (B)(6) 2021 where the fixed speed was set lower that the low limit of 5300 rpm. There were several fixed speed changes noted over the course of the log , which affects the power consumption, but it appeared that the power consumption was appropriate for the fixed speed.